Event description:
It was reported that during an unknown procedure there was bleeding between 24 and 72 hours after the operation when using the powered circular stapler. Patient required an endoscopy. To my knowledge, no transfusion was needed, but they were monitored through multiple blood tests. The patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Bleeding post-op.

Manufacturer narrative:
(B)(4) date sent 2/20/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. Additional information was requested, and the following was obtained: to figure out what can be the possible causes of the bleeding, please clarify if patient got a preoperative radiation therapy (xrt) or was suffering from inflammatory bowel disease (ibd).it was confirmed by swiss bq team via email that no additional information was made available by the sales rep.